Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose level 500 mg/dl. Customer was in hurry and was working. It was unknown if insulin pump was on auto mode. Customer declined troubleshooting. Customer stated that they did not use insulin pen before. Device will not be returned for analysis.